Event description:
During the device evaluation of the duodenovideoscope, the plastic distal end cover was found to be burned. Additionally, the adhesive around the light guide lens was peeled. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause and the cause of the peeled adhesive around the light guide lens could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.